Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was unknown. Cause was not known. Reportedly the customer lost consciousness and received assistance from an ambulance where they were provided with glucagon to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.